Event description:
It was reported that while removing a 3.50x20mm liberte' monorail coronary stent delivery system from the package, stent damage was noticed. Prior to patient contact "the struts in the mid part of the stent are damaged". The procedure was completed with another of the same device. There were no reported patient complications.